Event description:
Voluntary medwatch received states the patient's right ventricular lead was explanted due to infection. Also, atrial lead, left ventricle lead and implantable cardioverter-defibrillator were explanted. No additional adverse patient effects were reported.